Event description:
Tot mesh sling placement for sui aris mentor implanted. One month later, began to experience intense neuralgia in genital area. Wearing pants and driving increased the pain. Urologist refused to take responsibility or investigate probable cause from the surgery. After many doctors and procedures, it was determined that the mesh had gone through the obturator nerve and was causing the neuralgia. In addition the sui returned, so the sling also failed in the initial function. In (B) (6) 2009, dr (B) (6) from (B) (6) removed the mesh and did a resection of the pelvic floor and the neuralgia has significantly subsided. Dates of use: (B) (6) 2008 - (B) (6) 2009. Diagnosis or reason for use: sui.